Event description:
The cause of the endoleak was reported to have been the unknown balloon stent placed within the left subclavian artery.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for a descending thoracic aneurysm and a type b uncomplicated aortic dissection and was implanted with a gore tag thoracic endoprosthesis (tag3720/10145897). The aneurysm measured 58mm and the proximal landing zone ranged 38-35mm. On (B)(6) 2014, the patient presented with mild chest pain and imaging determined filling of the false lumen of the aneurysm which seemed to originate from the left subclavian artery. The patient underwent embolization. The patient tolerated the procedure.

Manufacturer narrative:
Under patient selection and treatment in the IFU it further states: "the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations: acute and chronic dissections additionally, the instructions for use states, the gore tag thoracic endoprosthesis is designed to treat aortic neck diameters no smaller than 23 mm and no larger than 37 mm. The gore tag thoracic endoprosthesis is designed to treat proximal and distal aortic neck lengths no less than 20mm distal to either the left subclavian or left common carotid artery. These sizing measurements are critical to the performance of the endovascular repair. Strict adherence to the gore tag thoracic endoprosthesis IFU sizing guide is required when selecting the appropriate device size (table 20). Gore tag thoracic endoprosthesis is designed to be oversized from 7 to 18 %. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding, or compression. The device related to this event had an intended aortic inner diameter of 32-34mm.